Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced an increased pain and difficulty charging the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.